Manufacturer narrative:
Adverse event investigation summary: bd received one carton of samples (material #367344, lot #0344780) and one photo for investigation. The customer samples and photo were reviewed by visual examination and the indicated failure mode for barrel separation with the incident lot was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of barrel separation was not observed. A problem solving team has been initiated to further investigate this issue with root cause and corrective action. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced the needle holder and separated or spins out. The following information was provided by the initial reporter. The customer stated: it is reported barrel separated from needle during use. Verbiage received, - "we have had two instances of the plastics around butterfly needles falling apart during the actual draw." (B)(6) 2021: "hello, another butterfly fell apart at sheffield today. Lot #0344780 exp 12-31-22." (B)(6) 2021: "the only thing you need to know about now that we had another butterfly break in the same manner as this qir below states. No one was injured." Additional information: (B)(6) 2021: customer response, - "there was no exposure to blood in either occurrence. Unused samples- I have one box of unused samples of the affected lot number." "While there was no exposure, the butterfly did fall apart during draw. We were very fortunate that our highly skilled employee was able to complete with no adverse effects to herself or the patient."